Event description:
Second revision surgery - due to dislocation. The sales representative did not report this as a revision of a donjoy orthopedics (djo) product because it was not a product issue. Reference first revision, date of surgery (B)(6) 2013, (B)(6).

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 27 days of patient use. The products associated with this event were not returned for examination. A review of the DHR showed no ncmrs associated with this product. There is no information reported that showed a material, design, or manufacturing problem with the product. This is the 16th complaint for this part number, first complaint for this lot number. The revision surgery was completed successfully. The root cause for the dislocation could not be determined with confidence.